Event description:
On [redacted date], while the nurse was cleaning the orogastric tube in the patient with the neomed cleaning tool, the tip of the cleaning tool that fits inside of the orogastric tube broke off inside of the orogastric tube during the cleaning process. This obstructed the orogastric tube necessitating immediate removal and replacement into the patient.